Event description:
It was reported that during a coronary intervention procedure, a tip detachment occurred. The physician was attempting to implant a bi-ventricular ICD pacemaker in the coronary sinus vein branch. A pt graphix guidewire was advanced to the target lesion and the pacemaker was implanted. During withdrawal of the guidewire, the physician experienced resistance and the tip of the guidewire detached inside of the coronary sinus vein branch. The guidewire was removed from the patient; however, an attempt to remove the detached tip was not made and the tip remains inside of the patient. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: preliminary visual indicated distal tip missing. The incident device was received fractured by distal end, the difficulties encountered during removal may have bent the wire leading to fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary intervention procedure a tip detachment occurred. The physician was attempting to implant a bi-ventricular ICD pacemaker in the coronary sinus vein branch. A pt graphix guidewire was advanced to the target lesion and the pacemaker was implanted. During withdrawal of the guidewire the physician experienced resistance and the tip of the guidewire detached inside of the coronary sinus vein branch. The guidewire was removed from the patient; however, an attempt to remove the detached tip was not made and the tip remains inside of the patient. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is listed as stable.